Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was at the hospital. The insulin pump was flashing. She thought it was the battery. She changed the battery but got a blank screen. She went to the hospital and it kept jamming. It was not doing anything when she pressed the buttons. She called the ambulance and they told her to go to the emergency room. Her husband drove her to the emergency room. The customer was hospitalized on (B)(6) 2018 with a blood glucose level of 20.9 mmol/l. They gave her an injection and put her on a saline drip. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.